Manufacturer narrative:
Title: riad h. Al natour,1 a. Catanzaro,2 e. Zolotarevsky,2 anthony t. Debenedet,2 naresh t. Gunaratnam2 1surgery department, st joseph mercy health system, 5333 mcauley drive, suite rhb-2115, ann arbor, mi 48197, USA and 2huron gastro center for digestive disease, st joseph mercy health system, 5300 elliott dr., ann arbor, mi 48197, USA. If information is provided in the future, a supplemental report will be issued.

Event description:
Pli 10: (B)(6) 2014), 60 patients with biopsy-proven barrett¿s esophagus with high-grade dysplasia (behgd) and intramucosal esophageal adenocarcinoma (imc), were prospectively enrolled in the study. Patients underwent endoscopic therapy for behgd (32) or imc (28). Median length be was 4cm. Forty-six patients had endoscopic mucosal resection (emr). Radio frequency ablation was used to ablate any residual dysplastic-be found during subsequent endoscopy sessions. Immediate post-emr bleeding requiring endoclips and/or local epinephrine injection occurred in two patients. There was no procedure-related mortality.